Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the staple guide of instrument one noted the instrument was fully applied. Inspection under the microscope displayed nicks on the knife blade. Instrument two was found to meet all visual and functional test specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut or the staple line may not properly form. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(6).

Event description:
According to the reporter, during lower anterior resection procedure after firing only single donut was received with staple line defect,only proximal doughnut came, distal doughnut was missing completely. No reinforcement material was used in conjunction with the stapling device. Rectal examination shows defect at staple site. The patient has a diverting loop ileostomy which needs stoma reversal. There was no unanticipated tissue loss as a result of this problem. The first patient had anastomotic leak with fecal peritonitis which manifested in the immediate postoperative period .the patient was re-explored and drainage was done to correct the issue. There was no blood loss of 500cc or more due to the product problem. The surgical time extended by more than 30 minutes due to the product problem. There was an adverse event reported as a result of any delay in surgery. The device was not reprocessed or re-sterilized prior to use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, the patient developed an anastomotic leak with rectovaginal fistula in the immediate postoperative period. As a result, the patient had a prolonged hospital stay and recovered. She had persistent problems with the rectovaginal fistula, so the stoma had not been closed. The patient could not be extubated in the immediate postoperative period due to prolonged surgery and was kept on elective mechanical ventilation that day and was extubated one day post-op. The diverting stoma has not been closed after three months.